Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, lower than expected glucose (glu) result was obtained from a single patient sample processed using vitros chemistry products glu slides lot 0002-3259-4363 on a vitros 5600 integrated system. Patient sample result of 42.1 mg/dl vs an expected results of 282.2 and 276.8 mg/dl biased results of the magnitude and direction observed may led to inappropriate physician action if they were to occur undetected. The lower-than-expected vitros glu result was not reported from the laboratory. There have been no reported allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, lower than expected glucose (glu) result was obtained from a single patient sample processed using vitros chemistry products glu slides lot 0002-3259-4363 on a vitros 5600 integrated system. A definitive assignable cause of the event could not be determined. Based on acceptable historical quality control results, a vitros glu lot 0002-3259-4363 performance issue is not likely a contributor to the event. However, an individual slide related issue cannot be entirely ruled out as a contributing factor. Additionally, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros glu reagent lot 0002-3259-4363. There was no indication that the vitros 5600 system malfunctioned. A diagnostic vitros glu precision test was within ortho acceptable guidelines, indicating that vitros glu lot 0002-3259-4363 was performing as expected in combination with the vitros 5600 system. Pre-analytical sample processing could not be ruled out as a contributing factor as it is unknown if the customer was following the sample collection device manufacturer's recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to the event although this could not be confirmed. A review of the pressure profiles of the individual patient sample runs confirmed that there was no indication that a pre-analytical patient sample mix-up occurred.